Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was attempted for the subject device (unknown 2.7mm locking screw). Only the screw head portion of this device was received for investigation. The part number and lot numbers could not be identified based on the condition of the returned device. The complaint condition was confirmed. A definitive root cause could not be determined as many variables can contribute to non-union and implant failure post-operatively.this report is for one unknown 2.7mm variable angle locking screw. The part and lot number cannot be identified due to the received condition of the device. The three other previously unknown screws reported on initial medwatch, (B)(4), were identified during the investigation and were reported separately.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one unknown 2.7mm variable angle locking screw this report is 2 of 7 for (B)(4).

Manufacturer narrative:
(B)(6). Date of postoperative hardware breakage and non-union is unknown. This report is for an unknown number of 2.7mm locking screws (between 4 and 6). Without valid part and lot numbers, the udis are not available. The original implant procedure was performed on an unknown date in (B)(6) 2015. The complainant parts are expected to be returned for manufacturer review/investigation, but have yet to be received. Unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no devices were returned. Without lot numbers, the device history record reviews could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal procedure was completed on (B)(6) 2016 due to non-union and device breakage. The original injury was reported as a distal tibia fracture and was treated in (B)(6) 2015. The following implants were removed: 2.7/3.5mm variable angle (va) locking compression plate (lcp) anterior lateral distal plate, 2.7mm locking screws, and two (2) tubular lcp plates (one on the fibula and one on tibia). The va-lcp plate, which was removed intact, had migrated due to the breakage of four (4) to six (6) of the 2.7mm locking screws. It was suggested that the plate migration led to a shortening of the bone resulting in a limited range of motion at the site of the fracture. Both of the tubular plates were found to be broken near the open holes. An additional revision procedure (ankle fusion) is planned for an unknown date. The patient is currently being treated with a soft boot until the revision occurs. No surgical delay was reported and no additional surgical intervention was required. This report is for an unknown number of 2.7mm locking screws (between 4 and 6). This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Additional patient information: patient height reported as 72 inches. It was documented on february 19, 2016 that the complainant part was received for evaluation on february 15, 2016. The date has been updated in the associated field. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for four (4) unknown 2.7mm locking screws. This report is 2 of 4 for (B)(4).